Event description:
It was reported that the programmer displayed noise on the atrial channel. Multiple analyzers were used with the programmer, and they were noise free. Then after a certain amount of time, noise would appear on the atrial channel. The programmer will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.